Manufacturer narrative:
Date of event is estimated. A patient experiencing lead migration was reported to abbott. The patient's lead and anchor were explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported the patient experienced loss of therapy due to lead migration. As such, surgical intervention took place on (B)(6) 2019 wherein the lead was explanted and replaced to address the issue. Reportedly, therapy was restored postoperatively.